Manufacturer narrative:
This report is being submitted retrospectively per FDA request 06/08/2023.

Event description:
Glucose monitor will not turn on after a week of use and even tried replacing the battery.